Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead 2012 (B)(6); 6944 implantable defib lead 2012 (B)(6), (B)(4).

Event description:
It was reported that the left ventricular lead had a progressive rise in threshold and there were chronic small r waves. It was later reported that the lead had intermittent failure to capture. Clinical observation of the lead will continue. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.